Event description:
It was reported that the images on the 9800 system, while in the mag 2 mode, were dark. System worked as expected in normal and mag 1 modes. The case was completed. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. Checked the image chain tracking and resolution and adjusted entrance dose at the image intensifier. The system was tested and found to be working as intended and placed back into service.